Manufacturer narrative:
Unit had blank flashing lcd on medtronic logo due to moisture damage on the electronic assembly. The motor had moisture damage. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was cracked along the top. No blood glucose was provided. No symptoms or treatment were reported. Troubleshooting was not performed. Product was returned for analysis.